Manufacturer narrative:
The device was received for evaluation. During functional testing, an intermittent upstream error were verified through a review of the event history log but not reproduced. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. Evaluation inspected the device but did not observe any symptom or potential cause of the reported issue. No action required to address the allegation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had an intermittent upstream error. This occurred during an unspecified process step. There was no patient involvement. No additional information is available.